Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer mobile: mobile: (B)(6). G4: PMA/510(k) number = pre-amendment. H3: device evaluated by mfg = other (81) -device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, the pigtail end of the stent in the filiform double pigtail ureteral stent set was partially broken prior to an unknown procedure. The procedure was completed by using another ureteral stent. The device was returned and a preliminary evaluation has been performed. One of the pigtails was completely separated from the device. As reported, the device did not make patient contact. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d4. Investigation ¿ evaluation: it was reported, the pigtail end of the stent in the filiform double pigtail ureteral stent set was partially broken prior to an unknown procedure. The procedure was completed by using another ureteral stent. As reported, the device did not make patient contact. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control, and instructions for use (IFU), as well as a visual inspection, verification of the returned device, and interview personnel were conducted during the investigation. One device was returned in an open package. Upon inspection one of the coils was found to be separated from the stent. The separation point was a clean cut versus a tear. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. The information provided upon review of complaint file and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. As the lot was IFU exempt. The english version, t_dpss_rev3, ¿filiform double pigtail stent¿, was reviewed and it contained the following relevant information. ¿how supplied ¿upon removal from the package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the issue could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.